Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula which resulted in fluid leaking from the device. It could not be determined when or how this soft cannula damage occurred. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. It could not be conclusively determined if this tear contributed to the reported event.

Event description:
A patient reports while wearing a pod their blood glucose level had rose to 296 mg/dl and the pod was leaking during wear. The patient reports removing the pod from the infusion site (abdomen).